Event description:
It was reported that while in use on a pt, two IV tubings caused three pumps to give air in line alarms. There was no pt consequence. No other info or details have been provided about this event.